Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's mother that the omnipod 5 pdm (personal diabetes manager) had a thermal event. The pdm was reported to have been hot and smoking. The pdm charger reportedly burned into the pdm while charging. The pdm will no longer turn on.